Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to reproduce the reported failure. Visual inspection of the instrument showed no exposed blade. There was no conductor wire damage or snake wrist damage found. A small amount of bio-debris was observed at the instrument tip. The instrument was placed on an in-house system for functional testing which passed. The cut and seal function passed with no issues. Electrical continuity was also tested and passed. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the endowrist vessel sealer instrument did not seal. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported sealing issue could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noted that the sealing did not hold 3 times on the endowrist vessel sealer instrument. The planned procedure was completed and there was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple attempts to reach the customer to obtain additional information about the complaint; however, as of date of this report, no further information has been obtained.